Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The initial images and the returned guide are checked. There was an extraction of the previously placed implants; which may have led to an alteration fo the supporting surface. Also there are some scan artifacts at bone crest level in the region of the previously placed implants, which may influence the accuracy of the segmented bone surface. Also a small flap can cause fit issues. Those 3 factors influence the fit.

Event description:
In this event, it was reported that a surgiguide was rocking and not stable. Changing and trimming the guide did not fix the issue entirely. The doctor then made a flap to position the guide on the bone, but the guide didn't fit on the bone. No drilling was done, however a second surgery is needed.